Event description:
During baxter's functional testing of a spectrum pump, the device displayed an "upstream occlusion!" Alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the upstream occlusion alarms caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.